Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient passed away on 02/16/(B)(6) during the event and the patient's wife was present. It was reported that the patient was taken to taken to the hospital after the event and passed away in the hospital. Per review of patient download data, at 03:42:40am on (B)(6) 2015 the lifevest detected ventricular fibrillation (vf), a treatable arrhythmia. At 03:42:58, the device appropriately treated the patient for vf. The past shock rhythm was asystole. Between 04:14:24 and 04:16:00, the patient received four inappropriate treatments. The rhythm at the time of the treatments was asystole with intermittent cardiac activity. Oversensing of a small cardiac signal contributed to the false detections. Asystole was detected at 04:!6:18 and the electrode belt was disconnected at 04:16:29.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a patient. Electrode belt sn: (B)(4) has not yet been returned to the manufacturer. Device evaluation of the belt was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the death defibrillation event. Post-shock asystole is a known, low-frequency complication of defibrillation. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4) - 05/2014 (reuse).